Event description:
Boston scientific received information that this right atrial (ra) lead and associated implantable cardioverter defibrillator (ICD) displayed pace impedances of greater than 2000 ohms, noise and oversensing. The patient was seen for a revision procedure. After the pocket was opened, a lead tug test was performed which determined the lead to be secure in the header. The lead was then removed from the device header and tested via the pacing system analyzer (psa) and no impedance abnormality was noted. The lead and device were then explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.